Event description:
Chemo filled equashield syringe was attached to drug port and injected into easypump that was pre-filled with ns - 5fu chemo drug sprayed out at ll connection after 1/2 of syringe was already pushed in without any issues. Tech got drops of drug on gloves and spill on hood deck. Fill port appears to be cracked from attaching equashield.